Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. The fse that encountered the issue replaced the scroll compressor (0119-00-0236). The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of the compressor due to a code 77. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
It was reported by the getinge field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) compressor test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.